Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2019 approximately 3 years after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
Pending investigation.

Event description:
Revision surgery operative notes were provided. Preoperative and postoperative diagnoses indicated right knee failed total knee replacement. Clinical history: the patient presents with a painful and unstable right knee replacement. The patient was noted to have aseptic loosening of the femoral component with collapse into varus. Description of procedure: an extensive synovectomy of the joint was performed. The polyethylene liner was removed and it was inspected. It was noted to have scratching and burnishing. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with osteolysis and a lot of bone loss of the medial femoral condyle. The patella had minimal wear and it was left in place. The patient was revised to a competitor¿s devices and transferred to the recovery room in stable condition.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-010-01-0330-logic femoral ps cem right sz 3; (B)(6), 02-012-41-3030-logic tibia traptray cem sz 3f/3t; (B)(6), 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. H6: corrected the following: component code, type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h4, h6 MDR section codes updated/corrected: a, b, e the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.